Event description:
The user facility reported four (4) separate incidents involving integra bilayer matrix wound dressing (bmwd). (Patient 1) was a male with a burn. The user facility stated that the patient was treated with seven (7) sheets of lot number 105ba0056467 and two (2) sheets of lot number 105ba0039891. According to the user facility, all of the bmwd took except for one piece in the middle of the back. The user facility provided pictures labeled patient 1. The pictures were not of a man but of a child. No pictures of this child showed discolored bmwd or a "donut hole" in the middle of the back. No further documentation was provided that indicated the requirement of additional surgery due to the reported event. Integra's clinical affairs department has attempted to obtain clarification and patient status. In addition to the pictures, the user facility sent a biopsy report also labeled as patient 1. The report stated that the specimen was taken from the back. Final diagnosis states the following: scar tissue and loose fibrovascular tissue with focal refractile foreign material and associated multinucleated giant cell reaction. No epidermis present for histological examination.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.